Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all current readings were within specification. The ¿short battery life¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.